Event description:
The customer contacted beckman coulter, inc. (Bec) to report motion errors and smoke and electrical smells coming from their synchron cx5 delta clinical system. There was no impact to pt sample results or pt treatment associated with this event. There was no report of exposure or injury to the customer. Medical attention was not sought. It is unk if the material safety data sheet (msds) was reviewed. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A field engineer (fse) was dispatched to the customer's site. The fse observed that motor driver board #3 had failure. The fse replaced the board and verified there were no shorts in any motors or valves controlled by that board. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.